Manufacturer narrative:
The manufacturer previously received information alleging, "device burned and smoked once plugged into the power." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the philips investigation lab (pil) for evaluation. This investigation was performed as outlined in ER 2244873 (v01). Pil disassembled the device and humidifier and performed internal and external investigation. The devices error log was downloaded, and two error codes was present when reviewed. These errors were not reproduced with continued usage and do not impact this investigation. During the investigation, pil observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil also observed black hairlike contaminant on the flip doors, top enclosure, ui panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. The p-4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. Inv1023 addresses the issue of liquid ingress to the p-4. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. During investigation of the humidifier, pil observed that the flip lid seal and the dry box seal had an unknown dust contaminant with a yellow tint on them. The contaminants found in the humidifier enclosure are considered to not be in the airpath. Pil observed many black hairlike contaminants in the humidifier enclosure. There is no visual damage or functionality failures of the device, which suggests that the source of the contaminant was external to the device. Lastly, pil is unable to directly address any symptoms. Pil can confirm the complaint of device burnt out and smoked, the p-4 power connector had potential liquid ingress to it, and the odor most likely was from it. Section h is updated in this report.

Event description:
The manufacturer received information alleging, "device burned and smoked once plugged into the power." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.